Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer was using apidra for insulin therapy. Reportedly, customer changed supplies, and successfully resumed insulin delivery. Customer's blood glucose level was 125 mg/dl.